Event description:
It was found during internal review of programming history data that the patient's generator presented a duty cycle value of 1% on (B)(6) 2014. The device settings were corrected on (B)(6) 2014. No patient adverse events were reported.

Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently provided the wrong evaluation codes for the event.